Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that an m.blue 5 valve (product # fx801t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the proximal and distal inlet/outlet nipples of the device were too small and became disconnected from the catheter. The patient underwent an x-ray in order to verify the catheter disconnection. The patient underwent a revision surgery on (B)(6) 2023. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. No patient information was made available.

Manufacturer narrative:
Manufacturing and quality control data: because the serial number of the device is unknown we are not able to trace production and quality control data. Miethke confirm all parameters have been inspected and approved during the manufacturing. Miethke assure that production and quality control ensure that only products that are conform to specifications are made available on the market. Conclusion information : an investigation was not possible because the product is not available. With reference to the reason for the complaint, we would like to point out that all devices manufactured by christoph miethke gmbh & co kg are equipped with the same size of spout ends. The reason for the disconnection is not clear to us. Normally the catheter is connected to the spout of the valve by a ligature so that a disconnection is avoided. From our point of view, no further regulatory actions are required.